Event description:
It was reported that the patient presented for remote follow up via merlin.net. Interrogation of the implantable cardioverter defibrillator (ICD) revealed over-sensed noise due to electromagnetic interference (emi) which resulted in inappropriate shock. The patient was instructed to discontinue use of the transcutaneous electrical nerve stimulation (tens) device, and no further interventions were made. The patient was in stable condition.